Manufacturer narrative:
There was no known patient involvement. PMA 510(k). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova deutschland implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova deutschland. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera contamination. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer stated that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU) and that the device was placed inside the operating room during use. The facility also stated that they own two other devices which were not confirmed to be contaminated with mycobacterium chimaera. Through follow-up communication, livanova deutschland learned that there is no known patient infection. The heater-cooler 3t was received at livanova (B)(6) on (B)(6) 2017 to undergo the deep disinfection procedure. The device was cleaned and subsequent function testing and technical safety inspection were completed without issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(6) has initiated a CAPA project to investigate this type of issue.